Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure that the sureform 60 stapler instrument would not fire. The stapler was reinserted into the port. The reload was removed and reloaded. The instrument arm was removed and redocked. The drape was removed and repositioned. The stapler still would not fire. The procedure was completed with a backup stapler with no reports of patient injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed the investigation. The failure analysis initial investigation did not replicate, nor confirm, the customer's reported complaint. The stapler was tested on an in-house system and the instrument initialized, clamped, fired, and unclamped without any issues. The grips opened and closed properly. A review of the logs showed no firing failures. There was no problem detected. Additional observations not reported by the site: the instrument was found to have 7 engagement failures based on log review and was replicated during in-house testing. Log review showed error code 22020, indicating that the sureform 60 stapler instrument failed to engage on universal surgical manipulator 1 (usm 1). The instrument failed engagement on the third install. On the first 2 installs, the instrument passed engagement and was driven on an in-house system. The instrument initialized, clamped, fired, and unclamped without any issues. The grips opened and closed properly. However, the instrument was found to have roll friction due to the binding failure of the roll gear and main bushing, likely causing the roll hard stop engagement failures. There was friction observed when manually rotating the main tube of the stapler compared to an in-house stapler. The root cause of this failure is attributed to component failure. Signs of corrosion were found on the instrument roll gear. Orange discoloration was observed around the roll gear. The root cause of corroded/contaminated instrument bearings is typically attributed to the user, most commonly caused by improper cleaning/reprocessing techniques. This instrument was placed and driven on the in-house system. The grip tips were not moving intuitively, the pitch and yaw motions were reactive, but the roll motion was found to be non-intuitive. There was no image or video clip submitted to isi for review. A review of the instrument log for part #480460-09 / batch/lot #l10220629-0210 associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4) with 6 uses remaining. Based on additional information obtained from failure analysis investigations, this complaint is considered a reportable event due to the following conclusion: it was alleged that the stapler sureform 60 instrument would not fire. It was discovered that the stapler grip tips moved with unintuitive motion during failure analysis. Poor instrument control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.